Event description:
A customer reported that a pt was diagnosed with endophthalmitis after cataract surgery with intraocular lens implant. Add'l info received indicated that the pt had purulent matter behind the iris and a culture was negative. The pt was referred to a retinal specialist for treatment, and is currently improving. Add'l info has been requested. This is the second of two similar reports for this facility.

Manufacturer narrative:
No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. All tips are 100% inspected (B)(4) at the end of the mfg process prior to release of the product. No sample was returned for eval; therefore, the condition of the product could not be verified. The root cause cannot be determined. (B)(4).